Manufacturer narrative:
(B)(4). Damaged release button spring the analysis found that one ple60a device was returned with no cartridge reload present. After further analysis, it was noted the device clamping mechanism was noted to be damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the distal spring clamp release was noted to be out of position thus, the release button remains forward and it did not engaged with the clamp arm. This condition caused the device won¿t lock in the closed position. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reach on what may have caused the found condition of the spring clamp release, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No damage was found on closing trigger during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon tried to fire the device for the 5th firing. The closing trigger was loose would not stay closed; the device would not fire. They used another device to complete the procedure. The device did not close down on the tissue so it was easily removed. There was no patient consequence reported.